Event description:
It was reported by the customer that a pyxis medstation system had a drawer failed and required a swap. Customer confirmed that the malfunction occurred when user tried to issue medication to patient and there was a delay in retrieving the medication for the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failed. A field service engineer replaced half height drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.